Event description:
Paramedics attended to a person found unresponsive. The pt's down time was not known. The device was connected to the pt using disposable defibrillation electrodes. The paddles lead ECG displayed on the monitor reportedly exhibited excessive artifact until the device was moved, after which the pt's ECG was properly displayed. Several defibrillator shocks were administered to the pt. The pt regained a pulse prior to arrival at the hosp but expired later. The reporter indicated the alleged malfunction did not likely cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.